Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab. Review of the device service history revealed that previous device servicing did not cause or contribute to the reported event. An external/internal inspection was performed with no issues noted. Temperature verification testing was performed and the results were found to be within specifications. The device was determined to meet electrical performance specification requirements per rite (returned instrument test evaluation) testing. The device failed rite functional testing as fluid was transferred above the allowable specification range during volumetric accuracy testing. Further inspection of the piston foam revealed deterioration and a crack on the door piston. Test article piston foam was installed and the device passed subsequent testing. Upon conclusion of the investigation, the cause of the failure was found to be deteriorated piston foam. The piston foam and cracked door piston were scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice machine failed fluid volume accuracy testing. There was no patient involvement. No additional information is available.